Event description:
A protocol of 1.5 cc/sec for 100 cc was used. Venous access was the back of the hand using a 22 ga x 1 angiocath. The injection stopped after 63 cc's was delivered. Back of pt's hand underneath the patch was swollen. The physician examined the pt and estimated that approx 50 cc's extravasated. It was indicated that a small amount of contrast was noted in the kidneys during the CT exam. Extravasated contrast remained local to back of hand. Contrast did not distribute itself to wrist/forearm. Pt was treated with warm compresses and released without further medical intervention.